Event description:
It was reported that the patient experienced loss of effect with increased spasticity. A possible partial disconnect of pump connector from the pump was suspected; it was noted "gap." Per reporter, the hcp believed "something was an issue with the pump." The device was replaced. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk. Analysis of the pump revealed no anomaly found. A partial catheter was returned. Analysis of the catheter revealed no significant anomaly found.